Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified and 40 to 50% stenotic lesion causing the reported failure to advance and subsequent noted material deformation. It should be noted that the reported stent break was not confirmed during return evaluation of the device; however, a lifted strut was identified which was likely misidentified by the account as a break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x23 mm xience skypoint stent delivery system (sds) was inserted to treat the mid right coronary artery, but the sds was unable to cross the heavily calcified, 40 to 50% stenotic lesion. The sds was removed from the patient without resistance. After removal, one stent strut was noticed to be fractured on one side, but still attached to the other side. They used another, same size 3.5x23 skypoint sds to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.